Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported a colonic microperforation occurred during a therapeutic colonic endoscopic submucosal dissection (esd) procedure in which the single use electrosurgical knife was used. Plication of the perforation was performed as intervention/treatment. The procedure was prolonged an unspecified amount of time due to device replacement and plication time. The cause of the colonic perforation was unknown. The customer reported the event was not due to any defect or issue with the device. No further patient impact was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported event could not be determined. No product abnormalities that could have led to the reported event were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.